Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical instrument had wear on the tissue pad and it separated. Nothing fell into the patient. The issue occurred during a therapeutic inguinal hernia repair. There were no reports of patient harm. There was no delay in the procedure and it was completed using a similar device. An unknown error was heard during the case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " the tissue pad was partly peeled off" malfunction would likely be related the following: 1. Ultrasound output with the grasp closed without grasping the tissue (including after the tissue had been cut) caused severe wear of the tissue pad. 2. The worn tissue pad caused contact between the uninsulated part and the tip of the probe. 3. Because ultrasonic waves were output in this state, scratches (contact marks) were made on the tips of the probe and the gripping part, indicating that they came into contact with each other. In addition, the probe damage error (u504) occurred. The event can be prevented by following the instructions for use which state: content of the instruction manual was confirmed. The instruction manual contains the following descriptions, and it warns against this event. ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.